Event description:
During the implant procedure, while tunneling with a medtronic catheter passer, the patient experienced excessive bleeding. Physician applied pressure and packed the area with surgicel to stop the bleeding. This resolved the issue.